Event description:
Information was received from healthcare provider (hcp) via manufacturer representative regarding patient having posterior lumbar interbody fusion revision surgery for adjacent vertebral disorder. Levels implanted was l4/5. It was reported that the graft bone became clogged and stuck inside the bone funnel. Even when it was tapped with a bone graft tamp (pushing rod) outside the surgical field, the clog did not resolve and because it was tapped excessively, the bone funnel became deformed. There were no further complications or symptoms reported regarding the reported event. Additional information was received via manufacturer representative that there was no malfunction associated with the solera screw. The bone funnel issue was found during re-operation. Additional information was received via manufacturer representative that the screw was explanted due to loosening.

Manufacturer narrative:
D4: product identifiers are unknown. E: first name and last name of initial reporter is unknown. G2: country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.